Manufacturer narrative:
One 8.5 f agilis introducer was received for evaluation. Visual inspection revealed blood exiting for the handle/shaft. The shaft was loose on the handle. Two kinks were located 1.4 inches and 28.0 inches proximal from the distal end. The introducer was not able to deflect the distal end of the shaft. The handle was opened which revealed the toothless washer was intact and the shaft was broken within the handle. The shaft break was consistent with having been over torqued/rotated. Review of the device history record confirmed this lot met manufacturing requirements for shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
This complaint is reportable based on analysis completed on (B)(6) 2011. It was reported the introducer sheath broke while examining the handle during the procedure. The handle broke during the manipulation of the sheath and was disassociated from the sheath body; not detached from it. Another device was used to complete the procedure. Device analysis revealed a leak.